Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose was 8 mg/dl. Customer had blood glucose of 92 mg/dl, 77 mg/dl, 79 mg/dl, 73mg/dl. Customer was treated with food, strawberry cake, glucagon tablet and glucose tablet. Customer was using automode during low blood glucose event. Insulin pump will not be returned for analysis.